Event description:
Additional information received from the patient reported that the circumstances that led to the intermittent pain with the stimulation and accidents included a mistake in programming the device. She worked with a manufacturer representative and the intermittent pain with stimulation and accidents had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0j8g3, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since 6 days ago the patient had intermittent pain with their stimulation. It was described as pressure or like something hard was being pressed against the bottom of the vaginal area and the patient tried increasing and decreasing the stimulation. The patient also had a bad accident today, and this was interpreted to be a bathroom accident. The patient changed from program 3 to program 1 and would try this and change programs if it happened again. After that the patient would talk to their health care provider (hcp) and would have an appointment in 10 days. The patient had a lot of stress lately with home buying and moving and thought that may have played a part. When the patient was sitting and changed to program 1 at 1.5v they could feel the stimulation slightly in their vagina. When the patient stood up they had to increase to 3.4v to feel it and stimulation moved away from their vaginal area. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.